Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was moderately calcified, 18mm in length and was located in the rca. The physician used an al 0.75 guide catheter and a bmw guide wire to access the lesion. The bmw guide wire was then exchanged for a csi coronary viperwire guide wire using a fine cross catheter, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the viperwire. The oad was advanced and positioned 5mm proximal to the treatment site. The physician successfully completed one run at low speed for 20 seconds. He then performed an angiogram which did not reveal any complications. He then completed a second run at low speed for 18 seconds, but after a second angiogram, he noted a perforation in the mid-rca. The physician resolved the perforation by performing balloon angioplasty with a 3.0x22 balloon for ten minutes. He followed up angioplasty with placement of two drug-eluting stents. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.